Event description:
It was reported to distributor/manufacturer through (B) (4), per (B) (4) one of their customers (B) (4) were transferring a resident from the bed to chair. Per the c.n.a.'s while transferring this resident they thought one of the straps from the sling came loose allegedly causing the resident to fall to the floor. Once the sling was removed from the cradle it was assessed and found to be fully intact and operable. However after looking at the cradle itself, it was noted that the tension of the spring was not at full capacity and a small crack was noted in the black plastic disc on top of the spring. Facility is looking to have their two hoyer lifts inspected. Resident was taken for a medical exam, "per facility the only injury sustained by the resident was a t12 spinal fracture. Medical intervention is just bed rest and physical therapy." Manufacturer sent to the facility four new black plastic disks and the hardware for there maintenance person to replace. A training and education video for in-house staff to review. A remainder and copy of maintenance schedule and daily checks listed in user manual. Facility was ok with all that was sent however they still insist on a tech person to come to their facility. In-service and training for their staff was done on 5/28/2009 by company sales rep "per rep there seemed to be no issues with the lifts" facility is still requesting a technical service to come in and inspect their two hoyer lifts. Distributor/manufacturer has scheduled (B) (4) our outside service team to go to this facility.